Event description:
It was reported that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Information statement "the service engineer (se) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications." To "the service engineer (se) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable and gui printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. " corrected patient code added evaluation result code to better reflect repairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable and gui printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.